Event description:
4/3/2023 - the consumer claims the device sparked while in use. The consumer stated that she will return the product to rite aid. Therefore an investigation will not be conducted.

Manufacturer narrative:
04/26/2023 - the consumer returned the device to rite aid and will not be returning the device to the manufacturer. Therefore, an investigation will not take place. 7/9/2023 - submitting a supplemental emdr to the FDA as we mistakenly entering the incorrect medical device problem code. Changing the medical device problem code "fail-safe problem to "appropriate term / code not available.

Manufacturer narrative:
04/26/2023 - the consumer returned the device to rite aid and will not be returning the device to the manufacturer. Therefore, an investigation will not take place.

Event description:
(B)(6) 2023, the consumer claims the device sparked while in use. The consumer stated that she will return the product to rite aid. Therefore an investigation will not be conducted.